Manufacturer narrative:
This report was reported under incorrect registration number, please refer to MFR report # 9610816-2025-000219 for further information regarding this complaint.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported alarms were not generated for an oxygen desaturation to 66%. The crisis nurse was rounding the floor when they noticed a red alarm at the patient's bedside for a desaturation of 66% with good pleth wave. Upon entering the room, the patient was sleeping on their right side but aroused to voice. The patient had been recently weaned from 2l nasal cannula to room air by respiratory therapy. The patient remained in the 70s so oxygen was applied and the patient quickly recovered. Up on reviewing waveforms in the chart, the desaturation lasted for 25 minutes without response. After further investigation, the telemetry technician did note the alarm and reached out to the virtual spo2 technician, which did not notice the alarm. The only alarms in alarm review were for desaturations into the 80s but not in the 60-70s. The trends only showed spo2 from 80-100 range, but the patient had desaturated to 66%. The customer requested assistance changing the range which is displayed in the trends. Logs were received and pending review. Based on this information, the desaturation alarm went unanswered for approximately 25 minutes, but the monitor tech had noted the alarm. This issue may be due to use error in that a caregiver then did not check on the patient condition; however, it also cannot be determined whether the vitals trend display is due to configuration or whether there is a malfunction at this time. Additional information was provided, and it was indicated the patient's spo2 measurements were under 90% for over 25 minutes, which was revealed in graphic trends. The patient was only being monitored for spo2 and the telemetry technician may have more information, but that was not available at the time of this assessment. Oxygen was applied to the patient and oxygen saturation improved. The cause of the reported issue remains unknown; however, it appears a device malfunction or a use error may have been factors. At this time, the event meets criteria for serious injury. The serious injury is being reported against the mx40 device on MFR report number 1218950-2025-000073.